Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Correction: initial report submitted on (B)(6) 2011 reflected the incorrect manufacturing site. Therefore, a supplemental report is being submitted to indicate the correct manufacturing site as (B)(4).

Event description:
It was reported that at the end of the programmer interrogation an error code was observed, the physician powered off and on the programmer and the programmer printed out "backup pacing mode has activated". The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.